Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth at the abutment site. Subsequently on (B)(6) 2015 and again on (B)(6) 2015 the excess skin was excised. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced recurrent skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the excess skin was excised. During the same procedure, a longer abutment was placed. The implanted device remains. This report is filed april 25, 2016. The implanted device remains.